Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the insertion of a mapping catheter into the sheath and aspiration of the sheath, air was noted to be continuously pulled into the aspiration syringe. The physician attempted to reinsert the catheter and aspirate, however, air was seen again. The physician believed this event may have been due to a valve leak. The sheath was replaced with another faradrive sheath, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.